Event description:
It was reported that, "was discovered that loosening had occurred at branch of targeting arm where nail + arm connect making k-wires and 6.5mm reamer miss distall hole. Able to finish case by free handing distall screw."

Manufacturer narrative:
Additional info has been requested, and if received, will be provided on a supplemental report.